Event description:
It was reported that just prior to a novasure endometrial ablation the physician did a hysteroscopy with x-ray to find an intrauterine device (iud) for removal but was not able to locate it. She proceeded with the ablation procedure on a uterus that the physician stated "did look small." Following several unsuccessful cavity integrity assessment (cia) tests the physician did another hysteroscopy and saw a uterine perforation. No treatment was needed for the perforation and the patient was discharged home on prophylactic antibiotics. On (B)(6) 2012, the physician reported the patient is "doing fine." A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device has not been completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).